Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, "error code e222" was reproduced but a possible cause of the indicated phenomenon could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. A visual check found no abnormalities in the external appearance of the device. The customer's control unit and camera head were tested together and the error message was reproduced. Another control unit was tested with the customer's camera head and no error message was displayed. The customer's control unit was then tested with another camera head and no error message was displayed. No other issues were found. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera control unit had camera head communication error (e222 error) when used in combination with the 4k camera head. The issue was found during preparation for use during an unspecified therapeutic procedure that was completed with similar device. The device was inspected before use. There were no reports of patient harm. Related patient identifiers: (B)(6).